Event description:
During the attempted transfer of a resident from chair to bed, the arm of the lift bent causing both the resident and the lift to fall. The leg locking mechanism was no longer catching properly after the incident. MFR # 1525712-2004-00090.